Manufacturer narrative:
Concomitant product: product ID 8731sc, lot# b0480976k, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that the patient originally had a 8731sc ((B)(4)) implanted which was repositioned on (B)(6) 2007 however the reason was not provided. The patient was then fitted with a new catheter on (B)(6) 2008 again for an unknown reason. The type of medication being delivered via the device system at the time of the events was not provided. It was later reported that the device manufacturer representative didn¿t know why the catheter was replaced and noted it was not clear in the health care provider (hcp) notes. The surgery was performed by a consultant who no longer worked in the hospital.